Event description:
During the saphenous vein harvesting procedure, the balloon on the short port was not holding air. The pa had to keep inflating the balloon. The procedure was completed using the same unit. No pt complications were reported.